Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and compromised forced sensor and excessive no delivery test or verify weak battery alarm and unexpected battery power loss anomaly due to blank display.

Event description:
The customer reported via phone call that their device is experiencing battery issues and multiple off no power alerts. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 120 mg/dl. Customer was advice disconnect from device and to refer to their healthcare provider¿s instructions. No further details or information available. The device will be returned for analysis.